Event description:
It was reported that the stylus was broken, the electrocardiogram (ECG) cable was broken and screws were falling out of the programmer, making it difficult to open. The programmer has been returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the stylus was broken and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. As a result the stylus was replaced and the lem board was replaced and calibrated. It was also noted that the hinge plate screws were missing, the power cord bay was broken, and the keyboard was broken. (B)(4).